Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side ¿pain post-implant¿, minimal liquid quantity around implants. Device remains implanted.

Manufacturer narrative:
Cont. E.1. Phone number-(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "minimal liquid quantity around implants".

Event description:
Healthcare professional reported right side ¿pain post-implant¿, minimal liquid quantity around implants. Legal representative later reported "recall was mentioned." "Minimal amount of fluid around the implants" and ¿patient suffered severe emotional distress, for fear of acquiring cancer or the rupture of the prostheses¿ ¿patient suffered severe emotional distress, for fear of acquiring cancer or rupture of the prostheses¿ the device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ pain : unable to observe as it is a medical event that is not related to the device. ¿ seroma-late : unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ red biological tissue. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side ¿pain post-implant¿, minimal liquid quantity around implants. The device has been explanted.